Manufacturer narrative:
Results: the stretch resistance wire (sr wire) was fractured; the penumbra coil 400 coil (pc400 coil) was inside the non-penumbra device. The undamaged section of the pc400 coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The pusher assembly to the pc400 coil was not returned for evaluation. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using penumbra coil 400 coils (pc400 coils). During the procedure the physician advanced another manufacturer's catheter and the px slim delivery microcatheter (px slim) into the celiac artery and then advanced a pc400 coil through the px slim and into the target vessel; however, the pc400 coil did not coil properly because its size was larger than the aneurysm. After several unsuccessful attempts to properly settle the pc400 coil in the aneurysm, the physician decided to withdraw the coil. While the pc400 coil was being retracted back into the px slim, it became stuck and was unable to be retracted after approximately 5-6cm. The physician forcefully pulled on the pc400 coil pusher assembly and the pc400 coil unintentionally detached and started to unravel inside the px slim. The physician then removed the other manufacturer's catheter containing the px slim and the pc400 coil from the patient. The procedure was completed using a smaller-sized pc400 coil, the same px slim and the same catheter from the other manufacturer. There was no report of an adverse effect to the patient.